Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient said she was implanted in wa. Therapy worked for about almost 2 years and quit working. She adjusted it all the time and she is just peeing all the time. Patient said when she had the device implanted she assumed it would last her longer than 2 years. Patient was asked if she was able to connect with the patient programmer (pp). Patient said yes, she does it all the time. Battery was still working. Patient also reported her thigh by the ins was kind of numb and she did not know if it was caused by the device. She had leg pain. Her leg was terrible. Very painful. She then stated she thought the device was causing the numbness in her leg. Patient was asked if patient tried turning ins off. Patient thought she tried it but could not remember if she still had the numbness. Patient also asked if other people kept the device if it did not work. Patient mentioned therapy worked during the trial. Patient tried adjusting, tried everything. Patient went to dr. (B)(6 in (B)(6). They gave her some pills to take which did not work. Healthcare professional said he could not do anything for her and offered botox. She refused. Patient also mentioned she called the manufacturer 2-3 months ago. She does not remember who she talked to but she told the lady that it was not working and she did not call her back. No further symptoms reported. No complications reported. Omitted information regarding what patient's sister saw on the news can be found in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient started to leak again and started 2 different medicines and the medicines did not work on the patient. Patient moved to a new doctor as the patient moved to (B)(6). Patient also reported that they noticed their bed and underwear were wet so patient became concerned and went to the hcp who adjusted the device and patient was still wet so the hcp gave meds. Patient reported taking 2 different meds and 2 (unreadable) and the hcp wanted to try botox and patient said no, as the patient had spent a fortune on diapers.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had a sharp jagging back pain and all their healthcare providers did was offer them medication. The patient stated their stimulator stopped working about 3-4 years ago and their healthcare provider adjusted it, but it didn¿t last long. The patient repeated that their healthcare provider prescribed 2 different medications but that didn¿t work and then they were told that all they could do was botox which the patient declined. The patient was redirected to a healthcare provider to report and resolve their issues. No further complications were reported.